Event description:
Customer reported a button error on her insulin pump. She keeps the device in her waistband, against her skin, while she sleeps. Customer's blood glucose is 151 mg/dl. There were no significant events leading to the alarm. She said she was following her dogs around. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on electronics noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip.